Manufacturer narrative:
Foreign report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. A g7 neutral e1 liner 32mm d was returned and evaluated. Visual inspection of the liner identified the locking featured has been damaged and likely pressed toward the scallops of the liner. The scallops were also damaged and a hole was visible on the inside diamater likely from the screw. These damages were likely caused during an attempt to impact the liner with the shell and during removal. Dimensional analysis of the product during manufacturing determined that the product, where measured, was conforming to print specifications. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical product(s): item number: unknown, item name: unknown head, lot #: unknown; item number: 010000848, item name: g7 neutral e1 liner, lot #: 6383716; item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03509. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the acetabular liner would not mate with the acetabular shell. Another liner component was used to complete the case. No patient harm was indicated. No additional information available at this time.